Event description:
It was reported that an ilet user placed a new infusion set and experienced persistent hyperglycemia, announced three ¿ghost meals¿ in an attempt to correct, lacked backup syringes, and received troubleshooting to fill tubing and check for air bubbles, with instructions to seek medical care if glucose did not trend down. The event involved an improper or incorrect use method and relates to user interface use. Symptoms included hyperglycemia peaking at 393 mg/dl with associated headache and anxiety. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage problem of using meal announcements as corrections. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.